Event description:
The patient was implanted with a left ventricular assist device. Approximately 5 months post-implant, the patient underwent a CT scan and it was determined that the patient had a right hemisphere cerebral embolic stroke. The patient experienced homonymous hemianopsia. The patient was on warfarin and asa at the time of the event.

Manufacturer narrative:
Additional information: the patient remains ongoing on lvad support. A correlation between the device and the reported embolic stroke could not be conclusively determined. The instructions for use lists stroke as possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.